Manufacturer narrative:
Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed a21 error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 200+ mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.